Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination. The available image was reviewed and "broken button" allegation was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: this particular investigation found no evidence suspecting an error in the manufacturing process that would be a contributing factor in the reported allegation. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination. The available image was reviewed, and "broken button" allegation was confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: this particular investigation found no evidence suspecting an error in the manufacturing process that would be a contributing factor in the reported allegation. A manufacturing records evaluation (mre) was not performed. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Lot number of attune mod post saw cap sz 6-8: pg306358 b. Please verify if there was a surgical delay? If yes, how long?: there was no sugical delay. C. Is the instrument available for return?: yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the device was removed from the operative field after use, the surgeon confirmed that the red plastic fragment was in the patient's body and removed it. It was confirmed that there were no remaining fragments in the body by combining the removed fragments and the device.